Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The patient reported that their previous implantable neurostimulator was replaced because starting a couple of months after being implanted, the stimulation would turn off unexpectedly.